Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported. It was reported that the patient presented stroke symptoms two days after the procedure. No additional information was provided.